Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no anomaly or deviation. The trial has scratches, gouges, and wear marks on most surfaces. The screw and clip are missing and the flange is deformed. It appears the screw pulled out through the dome flange under a torsional load. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a trial acetabular liner on (B)(6) 2011. During the procedure, the surgeon removed the trial liner after trial reduction and noted the clip and screw had disassembled from it. The surgeon noted also that the dome of the liner had fractured. The procedure was completed without injury to the patient or retention of a foreign body. There was no significant delay to the procedure as a result.